Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) was unable to be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. During the procedure, the first mitraclip was implanted successfully medial on a2/p2. A second mitraclip ntw (20316r275) was implanted laterally on a2/p2. However, after deployment the clip detached from the posterior leaflet (single leaflet device attachment (slda)). An additional mitraclip ntw was implanted centrally on a2/p2 to stabilize the slda clip. The mr was reduced to grade 2. No additional information was provided.